Event description:
Clinical study. It was reported that 273 days after a coronary artery stenting procedure, the pt experienced restenosis and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.50mm, 75% stenosis, 30.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with placement of a 2.75x32mm taxus express2 study stent at 12 atms. Post-dilatation was performed with 2.5-15mm balloon (16atms). No ivus post stenting. Residual stenosis became 25%. The pt was discharged 1 day later. At 272 days after the index procedure, restenosis in the mid lad was confirmed. The lesion had 75% stenosis, 2.50mm in diameter and 3.0mm in length. Tvr (ballooning) was performed, residual stenosis became 25%. The pt was discharged the next day on plavix and bayaspirin. The event is reported as "recovered." In the opinion of the physician, the relationship of the restenosis and tvr to the taxus stent is definitely related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.